Manufacturer narrative:
Pending investigation.

Event description:
As reported via legal documentation, on or about (B)(6) 2004, the patient underwent a left total knee arthroplasty due to degenerative arthritis in her left knee. Their exactech total knee arthroplasty will need revision surgery prematurely. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available. Ebi initial surgery search lk - no results.

Manufacturer narrative:
Additional/updated information- d5, g2, g4, h6 health effect - impact code. H3. Investigation results-there is no specific device information provided. The cause of the patient's condition as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis. There is no other information available. Corrected information- f10 should be blank.